Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt did not have controller with them. The reason for call was pt stated they were having trouble with charging the implant. Pt said it would take 4 hours to charge, and pt would start with controller at 100%, but controller will have depleted/go dead and the implant would only be charged to 30 or 40%. When asked event date, pt said over 6 months, then said over a year and confirmed last year. Pt said the issue hadn't improved with the new recharger (rtm) (see rtg0272767), and had actually gotten worse. Pt said they had been in contact with a rep (B)(6) and they were going to have the ins replaced, but pt was working on getting everything set up with the doctor and hospital. Troubleshooting was unable to be performed as pt didn't have controller with them. Pss reviewed ps hours and reviewed to call back with controller for controller replacement.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.